Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported issue could not be verified from the photo. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that internal membrane of access basic solution leaked during set up. It was further reported that "for a (B)(6)" it was difficult to spike quick enough to prevent leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.